Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. Wavelet on the implantable cardioverter defibrillator (ICD) was programmed to monitor but classified episodes as supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.